Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a cracked sodasorb canister and improperly mounted bellows and condenser. The canister was replaced, and the bellows and condenser were properly seated.

Event description:
The hospital reported the unit had a leak. There was no report of patient involvement.